Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator generated alarm indicating low volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The issue was resolved by replacing control circuit board and updating software and the device was delivered to the user in working condition. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Our conclusion is that the control printed circuit board was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).